Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 450 mg/dl. Reportedly, the infusion site was changed to resolve the issue.